Event description:
The customer reported the system will not boot up. The monitors come on, but the mainframe will not complete boot up. No pt injury reported.

Manufacturer narrative:
A ge rep conducted an on site eval and tried reloading sram with backup floppy disk, but it did not work. Installed new sram card and reloaded w/s software. Tested system operation with no problems. System is functioning as intended, case closed.